Event description:
(B)(4). Essure implants was put in (B)(6) 2006. Starting in (B)(6) 2013 start experiencing sharp pelvic pain.....increase fatigue...back pain...leg numbness.... Increased menstrual pain and flow....vaginal discharge ....constant head ache....nausea....dizzy spells....constantly feel unbalanced.....continuously daily.